Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated human chorionic gonadotropin (hcg) patient sample results obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely elevated human chorionic gonadotropin (hcg) patient sample results were obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated results were reported to the physician and were questioned. The same samples were reprocessed on an alternate dimension® exl¿ with lm integrated chemistry system. The lower patient sample results obtained were considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated human chorionic gonadotropin (hcg) results.

Manufacturer narrative:
Additional information (09-oct-2023): siemens concluded the investigation of the event. The customer resolved the issue. The customer discovered one of the chem wash lines was disconnected. The line was re-connected by the customer and controls were run. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the investigation. Initial MDR 2517506-2023-00208 was filed on 29-sep-2023.